Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer had a button error alarm. It was also reported the act and escape button did not work to clear the alarm. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.